Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the catheter was used off-label to perform a cavotricuspid isthmus (cti) ablation and the patient experienced st segment elevation. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The catheter was used to perform a cti ablation which constituted off-label use of the device, and afterwards an st segment elevation was observed. The st elevation stabilized after additional nitroglycerin administration. Coronary angiography was then performed, and the patient remained stable following a further administration of nitroglycerin via the artery. The procedure was able to be completed. The device is not expected to be returned for analysis. It was further reported that the st segment elevation was observed on all leads. The patient fully recovered from the st segment elevation with no remaining problems.

Event description:
It was reported that the catheter was used off-label to perform a cavotricuspid isthmus (cti) ablation and the patient experienced st segment elevation. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The catheter was used to perform a cti ablation which constituted off-label use of the device, and afterwards an st segment elevation was observed. The st elevation stabilized after additional nitroglycerin administration. Coronary angiography was then performed, and the patient remained stable following a further administration of nitroglycerin via the artery. The procedure was able to be completed. The device is not expected to be returned for analysis. It was further reported that the st segment elevation was observed on all leads. The patient fully recovered from the st segment elevation with no remaining problems.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned for an unspecified reason, we have determined that the st segment elevation is a known inherent risk with use of this product. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that st segment elevation is addressed as a potential procedural complication when using the farawave catheter. Cti ablation with the catheter is considered off-label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf) and persistent atrial fibrillation, and the use it was given is not considered part of the treatment for either condition. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave catheter device confirmed that the events of st segment elevation and off label use are known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave catheter device is acceptable. Investigation conclusion: based on the information provided, the reported event of st segment elevation is a known inherent risk of the farawave catheter. As stated by the instructions for use, "potential adverse events associated with use of the farawave catheter includes, but are not limited to: injury due to embolism." The conclusion code of "cause traced to intentional off-label, unapproved or contraindicated use" was chosen for the off-label cti ablation with the catheter since the IFU only indicates use of the device for pulmonary vein isolation and posterior wall ablation. The cause of why the user did the procedure for cti ablations was not determined. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the catheter was used off-label to perform a cavotricuspid isthmus (cti) ablation and the patient experienced st segment elevation. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The catheter was used to perform a cti ablation which constituted off-label use of the device, and afterwards an st segment elevation was observed. The st elevation stabilized after additional nitroglycerin administration. Coronary angiography was then performed, and the patient remained stable following a further administration of nitroglycerin via the artery. The procedure was able to be completed. The device is not expected to be returned for analysis.